Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, the device was tried to be retrieved after ablation was performed, but the burr got caught in the wire and could not be retrieved, so it was retrieved together with the wire. The procedure was completed as it was. There was no patient injury.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Microscopic and visual inspection of the wire found no damages or defects. Functional test was performed and the rotawire was able to be removed and reinserted into the returned rotablator device without issue. No issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, the device was tried to be retrieved after ablation was performed, but the burr got caught in the wire and could not be retrieved, so it was retrieved together with the wire. The procedure was completed as it was. There was no patient injury.